Manufacturer narrative:
Device passed displacement test. Device received with scratched lcd window. Scratches prohibit user from reading screen properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was 92 mg/dl. The customer reported that there were some scratches on the screen due to wear and tear. The customer reported that they could not read the display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.